Manufacturer narrative:
(B)(4) the device was returned to baxter and an eval was performed. The eval confirmed (though the history log) but could not reproduce the downstream sensor error. Eval found the downstream sensor current reading to be out of spec (high), which likely caused the reported symptom. The eval also found the tape on the downstream tubing guide to be poorly trimmed. The downstream tubing guide was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an issue with the downstream occlusion sensor. It was also reported that there was no pt involvement.